Event description:
The original report of ventilator "did not alarm" was called in by the sales rep in 2003. Further investigation reveals that the alarm and device functioned as designed and intended. The staff did not hear the alarm.